Event description:
The customer reported that the "paddle" of the camera head was cracked. It was unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
E2: no information. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the video (paddle) connector was cracked. A device history review revealed no issues that could have caused or contributed to the reported issue. Per instructions for use: "before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the camera head; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." A definitive root cause of the reported issue cannot be identified. Olympus will continue to monitor the field performance of this device.